Event description:
Additional information received reported that the issue occurred a second time. The patient used his patient programmer to turn stimulation off. He then used the antenna locate feature on the recharger and began to charge his implant. He charged the device until he saw the "sweaty" icon, indicating a full charge, and he turned the recharger off. When he tried to use the patient programmer to turn stimulation back on he saw the "in the box" icon and was unable to adjust stimulation. The patient was unaware of any exposure to high electromagnetic interference or radiation. A physician mode recharge was used to successfully reset the neurostimulator and clear the "in the box" icon. The patient was feeling normal stimulation and getting good therapy. The patient's programmer and recharger were replaced.

Manufacturer narrative:
Analysis of the returned patient programmer, model 37743, serial# (B)(4) found no anomaly.

Event description:
It was reported that when the patient tried to turn his stimulation off before recharging, he received an "in the box" icon displayed on the patient programmer. The patient was then unable to increase or decrease stimulation amplitude of their implantable neurostimulator (ins). The patient worked with his physician and manufacturer to troubleshoot the issue. Additional information reported that interrogation with a physician programmer was used to resolve the issue, without out any further complications. The patient was then able to change his amplitude settings. A patient programmer was then used to communicate with the ins. Operational functionality was checked with both the patient programmer and physician programmer and proved successful. If additional information becomes available a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: programmer model 37712 serial# (B)(4); recharger model 37752 serial# (B)(4); lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2010 explanted: unk.